Event description:
The customer reported experiencing a cartridge alarm issue with their insulin pump, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump, which was out of warranty, required replacement, and a replacement pump with updated software was arranged for the customer. The customer was informed about connecting their continuous glucose monitor (cgm) to the replacement pump and acknowledged the instructions. While the customer had no backup insulin therapy available at the time, they planned to contact their healthcare provider for assistance. An agreement for an out-of-warranty loaner pump was discussed, and arrangements for shipping were confirmed. The case was left open for the customer to complete the necessary paperwork.